Event description:
It was reported that during an unknown procedure, it was observed that the knife continued to move forward on its own even after taking the finger off from the firing trigger at the 1st firing, and after the knife reached until the tip, it returned to home position on its own again. Furthermore, there was an abnormality in the way of the knife moving forward, it was repeated to move forward and stop in small steps intermittently, as if it was a pulse fire. It also felt that the sound which the knife made when it moved forward was different from usual. Another device was used to complete the case. There was no patient consequence nor surgical delay reported.. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 04/14/25. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: the staples were formed as intended without any problems. -there was no bleeding or tissue damage caused by this event. There was no effect on the patient's condition. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2025 d4 batch #: c9eu7f. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and were found to be damaged. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, photos were provided and they showed the a 60mm device. In addition, the shrouds can be seen partially open. A manufacturing record evaluation was performed for the finished device batch number c9eu7f, and no non-conformances were identified.